Event description:
It was reported that all powerwand lots were flagged for quality review due to the different date formats between the outer case and the product itself.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-10499. The report was submitted in error.